Manufacturer narrative:
Retained samples from the same lot were evaluated for adhesion properties as well as reviewing existing biocompatibility on file. There were no issues with the samples evaluated per section of this report.

Event description:
(B)(6) 2015 - the end user alleged the device caused an allergic reaction to his skin, creating a burn. He sought medical attention.